Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. No alarms could be verified and the functional testing could not be performed due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had blank display. Customer had been high in blood glucose for 2 days and having difficulties with her meter communicating with the insulin pump. Customer stated had to manually bolus to bring down her blood glucose. Customer's blood glucose was 700 mg/dl. Customer stated she changed the battery and the insulin pump was not turning on. The insulin pump was not powering on. Customer's blood glucose was 324 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.